Event description:
The complainant reports a balloon rupture.

Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. (B) (4)